Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the device worked for two seconds. The orange replace light came on and the surgeon could not remove the device from the tissue. Unk how the device was removed from the tissue. Unk how the case was completed. Unk pt consequence.